Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced for an unspecified reason. Further information was requested but not received.

Event description:
New information received noted that the device was explanted due to elective upgrade

Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Manufacturer narrative:
The device was returned with no apparent malfunction. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. The device was tested on the bench and using automated testing equipment, and no anomalies were found.